Manufacturer narrative:
(B)(4). Evaluation results: other - evaluation for the returned product shows that the alarm powered on during testing. The alarm sounds intermittently when pressure is taken off the sensor pad. (B)(4).

Event description:
Customer stated that the alarm was put into use and placed on the back of a patient's wheelchair. Approximately two hours later, the patient was seen standing, however, they did not hear the alarm sound go off. The alarm batteries were replaced; the battery door and connectors are intact. When the alarm is turned off the light quickly flashes. There was no patient fall or serious injury reported.